Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure e227 scope communication error was confirmed. However, e226 scope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed, resolution was inadequate, charged coupled device unit is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported failure e227 scope communication error occurred due to a broken video cable, which resulted in no image. However, the most probable cause of the e226 scope communication error could not be determined. And the most probable cause for the additional malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the rigid video laparoscope displayed scope communication errors e226 and e227. There were no reports of patient involvement.